Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and current blood glucose was 358 mg/dl. Customer wakes up with 170 mg/dl to 200 mg/dl and normally they are 65 to 80 mg/dl after breakfast the blood glucose skyrockets to 400 mg/dl. Customer treated high blood glucose with insulin pump and manual injections. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.